Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 99 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they need to press the button 4 or 5 times until it responds. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the esc and act button. No button error alarm noted. The pump was received with a cracked reservoir tube lip. The lcd keypad connector was locked properly.